Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock needing an impella device for mechanical circulatory support. It was reported that there was a failure to prime. The impella device was not placed in the body as the catheter lab felt that the impella was not priming correctly and did not insert the pump. The physician decided at that time to use a new aic and a new impella device. Additional information was provided that noted the patient expired.

Manufacturer narrative:
The investigation for the reported priming issue has been completed. The cause of the failure mode was use related. Investigation results provided indicated staff began case start wizard, following steps accordingly. When arriving to step 3, the pump was connected and from the viewpoint of staff, would have appeared as though the console was skipping steps in the case start wizard. The reported complaint of the pumps alleged failure to prime is likely due to the fact that when the purge line was prepped at the site, the yellow leurs were already open, leading to the pump being primed almost immediately. This caused the case start wizard to "skip" or advance ahead through the case start wizard. Logs confirmed this to be intentional in console ui software, with rt logs showing valid purge build and pressure. The cause of the issue was not determined since product was not returned.